Event description:
Pt's pacemaker began "beeping" and felt it "buzzing" rv lead integrity alert triggered for 9 high rate ns, 75 short v-v intervals over last two days. She had 4 nonsustained vt and 9 high rate nonsustained episodes. FDA safety report ID# (B)(4).